Event description:
Additional information received reported that the patient had no concerns with her device or therapy. The patient received assistance from her hcp in (B)(6) of 2012 and her concerns were resolved.

Event description:
It was reported the device unexpectedly turned off the previous day, and the patient had tingling in the left arm and the patient's eyes ''got funny'' like a wave in the eye. This was also described as the patient getting a ''fuzzy'' thing in the eyes. The patient would have the same symptoms when the device was reprogrammed on, turned off, and then turned back on. The event occurred after the patient was exposed to a security gate while the device was on at (B)(4). After feeling the device was off, the patient used the patient programmer and turned the device back on. The patient felt paresthesia after turning the device back on. Impedances were measured and initially there were high impedances (>4000 ohms) on some electrode pairs. Impedances were re-measured at a higher default test value (2.5v) and afterwards the results were within normal limits. Therapy impedances were also within normal limits, and the patient had not had any falls or trauma. The patient was getting ''good'' therapeutic benefit and had not had any chang es in therapy. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3389, lot #j0537708v, implanted: (B)(6) 2005; lead model 3389, lot #j0537727v, implanted: (B)(6) 2005; extension model 7482, serial #(B)(4), implanted: (B)(6) 2005; extension model 7482, serial #(B)(4), implanted: (B)(6) 2005; programmer model 7436, serial #(B)(4).